Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed. The long attachment was attached to a drill. The reported problem was not confirmed. There was no problem attaching the long attachment to the drill. It was found that there is an obstruction prohibiting the bur from passing through the long attachment. The distal bearing has deteriorated creating the obstruction. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the long attachment and failure mode identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, factors that may have contributed to the reported symptom may have been improper technique when installing the long attachment to the drill. No further containment or corrective actions are recommended at this time.

Event description:
It was reported that before tka long attachment was cracked and would not lock on the drill. No patient involved.